Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's maude database report from FDA which states, ¿crna had gravity primed propofol tubing. There was air in the line so the alaris pump sounded. She removed tubing from pump and opened clamp to discard air but tubing was already hooked up to the patient's IV and was free flowing for a period of time before another rn noticed. Half of the propofol was gone before the crna clamped it off. Patient desaturated to 65% and could not maintain their airway. An lma was placed and the procedure was a cardioversion which does not typically require airway loss. Ismp, (B)(6) submission ID:(B)(6)."